Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer did not know the blood glucose reading at the time of the alarm. The customer stated that she kept the insulin pump in her bra where she became sweaty. The customer later reported having low blood glucose levels. The customer's blood glucose was between 55 to 68 mg/dl, which was treated with glucose tablets. The customer was unable to troubleshoot for low blood glucose due to the button error alarm. She also reported delays in the threshold suspend feature's function. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive buttons due to corroded keypad traces. The functional testing could not be completed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.